Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary surgery date (B)(6) 2007. Revision for: pain and instability due to a lose glenoid component. The surgeon stated that the glenoid component was lose and had to be removed. The patients rotator cuff tendon had to be repaired during the revision surgery. The surgeon replaced the explanted with the same size new implants. Doi: (B)(6) 2007 dor: (B)(6) 2018 unknown shoulder.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.